Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: igtcfs-65-2-uni-celect expiration date: unknown as lot# is unknown. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: according to the description the filter is most likely fractured. The filter was placed during pregnancy and child birth. CT scan performed (B)(6) 2011, ~2 months after implant, shows perforation into ivc and aorta. X-ray performed (B)(6) 2011 shows possible fracture of the legs. Most likely the filter leg has perforated and caused by manipulation the filter leg fractured. It is known, that manipulation in the area could cause changes to the filter configuration and to the filter placement, thus causing stress and possibly fracture to a filter leg. In this case the manipulation may have placed the perforated filter leg in an unusually stressed position away from the filter and may have resulted in fracture. Pregnancy and child birth could cause this kind of manipulation. Since no imaging is available to confirm perforation and fracture, the exact root cause to this event is unknown. Fracture of the wire/leg is an uncommon but known risk in relation to filter implant. No lot# is available why it has not been possible to inspect any manufacturing documentation for this specific product. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the filter is suspected to have fractured, however, we are waiting for the disk with images to confirm fracture. Additional information received on 28nov2011: attempted removal: on (B)(6) 2010 but left in due to level of clot in the filter. CT scan on: (B)(6) 2011 demonstrated filter perforation into ivc and aorta. X-ray on the (B)(6) 2011 showed possible fracture of the struts. This filter was implanted when the patient was pregnant and remains in during child birth. It was mentioned that maybe the increase abdominal pressure etc during child birth may have compressed the filter causing the implications now. Patient outcome: unknown.